Manufacturer narrative:
Following the event, the subject scope was returned to steris for evaluation. Upon return, the scope was found to be damaged however, there was no evidence of raised edges or burrs that would have attributed to the reported event. The evaluation revealed a broken angulation wire on the scope, and evidence of corrosion from fluid intrusion was identified on the control body. Based on the evaluation it appears that the event is attributed to user error. The appropriate repairs to the scope have been made, and no additional issues have been reported. The customer has received in-service training on proper use and handling of the scope.

Event description:
The user facility reported that a scope utilized in a patient procedure had raised edges which "scratched" the patient's colon lining. The surgeon changed out the scope causing a procedure delay. However, the procedure was completed successfully. The patient was monitored following the procedure and no further actions were required.